Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had scratched lens and missing battery door. The customer's reported problem, cassette sensor defective, was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. Cadd solis device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, "cassette sensor defective." There was no patient involvement.